Manufacturer narrative:
This event was previously reported in manufacturer report # 2029214-2019-01108. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for percutaneous embolization for femoral pseudoaneurysm and post hemic brain deficiency and heminegligence in the immediate aftermath of embolization. The index procedure was performed on (B)(6) 2019, and the event started (B)(6) 2019. The event was not listed as related to the device/procedure, but possible causality to disease under study and underlying condition. Additional information received reported that the adverse event of post-procedure ischemic stroke was assessed as caused by the procedure and possibly caused by the device. Additional information received reported that the patient was hospitalized from (B)(6) 2019, but this was not considered a prolongation of existing hospitalization. The patient's pseudoaneurysm recovered/resolved on (B)(6) 2019. The site assessed this as not related to the device, and possibly related to the procedure, the disease under study, and an underlying condition. The event resulted in new or worsening neurological deficits that lasted for more than 24 hours. The patient had been undergoing treatment for 2 aneurysms located in the c6 segment of the right internal carotid artery. The first aneurysm had a max diameter of 4.8mm, a dome height of 4.8mm, a dome width of 3.6mm, and a neck size of 3.8mm. The second aneurysm had a max diameter of 3.8mm. Complete neck coverage and wall apposition were achieved, and the pipeline was successfully implanted.